Event description:
It was reported that patient underwent right partial knee arthroplasty on an unknown date. Subsequently, a revision procedure occurred on (B)(6) 2014 due to infection. The tibial bearing was replaced and an irrigation and debridement was performed during the revision.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.